Manufacturer narrative:
(B)(4). This complaint for a report of use error was confirmed: the patient reported during trouble shooting of an alarm situation, the patient switched the cassette but reused all the bags. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) discovered that before the home patient (hp) called baxter they ended therapy and started over by replacing only the cassette and not the solution bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp stated they understood it was not proper procedure to reuse any of the supplies. The hp stated they did not see any defects on any of the baxter products that day. The hp stated they discarded all form of supplies and did not have the lot numbers to provide. The hp stated they have had no injury or medical intervention from this incident.